Manufacturer narrative:
Pending investigation.

Event description:
As reported, during impaction the impactor tip was damaged. All parts of the tip were retrieved from the patient. The event is not associated with a revision. There was no reported surgical delay/prolongation. No patient information reported.

Manufacturer narrative:
H3: the broken glenoid baseplate inserter reported may have been due to the device being subjected to repeat forces over numerous surgical uses, which led to failure of the weld holding the dowel pin onto the baseplate inserter, and ultimately resulted in disassembly of the subcomponents.